Event description:
A malfunction was reported on the customer's pump, which led to its inclusion in a field correction. There was no adverse impact to the customer's blood glucose level, ensuring safety in that regard. To address the situation, technical support arranged for a replacement pump with updated software to be sent to the customer, who acknowledged receipt and the necessary actions, including returning the malfunctioning pump with a pre-paid label. The customer opted for multiple daily injections as a temporary backup therapy to ensure uninterrupted insulin delivery while awaiting the replacement.